Event description:
It was reported on 10/24/2022 by a arthrex employee via sems that an ar-12990n scorpion needle broke off and fell out in the joint space. This was discovered during a case, broke inside the patient, and the needle was unable to be removed. Surgery was completed using a third-party product.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to use error due to excessive force when firing.